Manufacturer narrative:
(B)(4). No conclusion code available. The steroid plug was noted to be shifted out of position.

Event description:
This report is to advise of an event observed during analysis.